Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system and the handpiece met specifications at the time of release. For the consumable product this finished goods lot review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmologist reported that upon the insertion of the handpiece in the patient´s eye there was no irrigation. The handpiece had been successfully primed before surgery. The tip was exchanged, the handpiece was tested again and the surgery was performed without any further issue. There was no patient harm. Additional information has been requested but not received to date. This is one of thee reports being filled for this facility. This report is for the patient that did not experienced any harm.